Manufacturer narrative:
Eval: a lot search performed for the injector and cartridge for similar complaints within the search. The injector search shows nine similar complaints and the cartridge search shows four similar complaints.

Event description:
It was reported that the surgeon was using a eyeonics crystalens in a mtc-60cfp cartridge and the lens broke in the cartridge, prior to pt contact.